Manufacturer narrative:
The device history record could not be reviewed since no lot number was provided for the device involved in this reported event. One sample device was returned; however, it did not include the device package or a lot number. The distal end of the device was submerged in water, and the cuff was inflated with air. No leakage was observed. The tube, including the inflation line were submerged in water, and the cuff was inflated with air. The inflation line was manipulated and no leaks were observed. The pilot balloon remained filled and pressurized during the entire test. A small irregularly shaped hole was found in the et tube, adjacent to the connection of the inflation line and not involving the inflation line. The source of the hole could not be determined, but this is likely the hole that is referenced in the report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, ¿the respiratory therapist reported hearing an audible leak when patient was intubated. Upon inspection, a hole was found in the pilot balloon tubing where it meets the et tube. The patient was not re-intubated. Tape was placed at the site where the hole was found and the tube worked fine. The patient is was to be extubated within the next two days .¿ (B)(4).